Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('using cold scissors cut just through essure coils. The coil did get transected but distalportion of it was coming through amputated portion of tube. Coil was then grasped and serially teased out until entire coil was removed.') And pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent confirmation test" and wrong technique in device usage process "using cold scissors cut just through essure coils. The coil did get transected but distalportion of it was coming through amputated portion of tube. Coil was then grasped and serially teased out until entire coil was removed.". The patient's medical history included perineal pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vag. Infect"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (fallopian tubes with essure coils, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, heavy menstrual bleeding, vaginal infection, bladder disorder, urinary tract disorder, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device breakage, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy date of insertion: (B)(6) 2014, (B)(6) 2015.; right 6, left right 6, left- 8coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : abnormal bleeding,device breakage, wrong technique in device usage process. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('using cold scissors cut just through essure coils. The coil did get transected but distalportion of it was coming through amputated portion of tube. Coil was then grasped and serially teased out until entire coil was removed.') And pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent confirmation test" and wrong technique in device usage process "using cold scissors cut just through essure coils. The coil did get transected but distalportion of it was coming through amputated portion of tube. Coil was then grasped and serially teased out until entire coil was removed.". The patient's medical history included perineal pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vag. Infect"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (fallopian tubes with essure coils, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, heavy menstrual bleeding, vaginal infection, bladder disorder, urinary tract disorder, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device breakage, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy date of insertion: (B)(6) 2014,(B)(6) 2015.; right 6, left right 6, left- 8coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : abnormal bleeding,device breakage, wrong technique in device usage process. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Case becomes an incident. Removal was added. Reporters and surgery names were added. New event added: "using cold scissors cut just through essure coils. The coil did get transected but distal portion of it was coming through amputated portion of tube. Coil was then grasped and serially teased out until entire coil was removed" based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.